Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for post-procedural complications. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device involved was used in a left lower extremity angiogram with intervention was performed. Right groin access, with a 6 fr sheath, pre-closure angiogram was performed, and the vessel was greater than 4 mm. The access was in the common femoral artery with no visible lesions. The physician performed the steps for deployment correctly, however hemostasis was not achieved. A brisk arterial flow was coming out the arteriotomy site. An ultrasound was performed, and the physician believed the collagen plug was in the vessel. The patient was taken to surgery. The patient was taken for a groin exploration surgery. The patient was in stable condition. The intervention was a success, closure was unsuccessful. The blood loss was less than 250cc's. The event occurred post-treatment. Additional information was received on 21 jul 2023: a long 6 fr cook sheath was taken out over a rosen wire and the angio seal sheath system was advanced over the rosen wire. There was disease presented in the access site artery. There were no signs of vessel occlusion. Distal pulses were present.

Manufacturer narrative:
D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.